Event description:
This case was reported by a consumer's son and described the occurrence of inability to walk in a male pt who received double salt dental adhesive cream (super poligrip (unspecified zinc free variant)) for an unk drug indication. A physician or other health care professional has not verified this report. On an unknown date, the pt started double salt dental adhesive cream (dental). At a unknown time after starting double salt dental adhesive cream, the pt experienced inability to walk and instability. This case was assessed as medically serious by gsk. At the time of reporting, the outcome of the events was unk. No additional info is available. The MFR's report number for this case is 9681138-2014-00010. Super poligrip (unspecified zinc free variant) is MFR in dungarvan, ireland, and neither the product nor lot number for this product are available. (B)(4).